Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, user reported difficulty with meal announcements while experiencing frequent low blood glucose (bg). A trainer had advised announcing usual meals for two weeks, which ends friday. User planned to have coffee and a pastry before lunch and asked whether to announce as two meals or one. Since two announcements tended to cause lows, agent advised combining into one meal if possible, aligning with usual lunch. At the time of the call, user¿s blood glucose (bg) was 53 mg/dl and was being treated with candies. Lowest blood glucose (bg) recorded was 53 mg/dl. Bg was correctable with juice. Symptoms included shakiness and nervousness. No prolonged out-of-range period, outside assistance, or medical intervention was required at the time of call.